Event description:
It was reported the customer received a battery out limit alarm. The customer also reported scratches on their insulin pump that made it hard for them to read the insulin pump. The customer stated they were previously hospitalized with a seizure, but it was not diabetes related. Troubleshooting found the customer's battery did not last for more than one week. Customer stated they did not perform excessive button pressing. The customer declined to troubleshoot any further and requested a replacement insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump currents are within specification. No unexpected failed battery, battery out limit or low battery. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.